Event description:
Technician alleged when the unit is put in brake, the casters would lock but they would swivel.

Manufacturer narrative:
Technician replaced the casters to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.